Event description:
It was reported that a patient underwent an MRI scan. After the scan, the patient experienced multiple adverse events. The patient was later readmitted to the hospital with the same side effects from post-MRI. At the hospital, it was stated that the patient's device was found to have been at output current 2.5ma upon initial interrogation, despite being at output current 2.0ma the day before. It was confirmed that system diagnostics and settings were ok. No further relevant information was received to date.

Event description:
Session reports were received from the date of the reported event. The diagnostics noted on the session report that was pulled at 3:19pm indicated ok output status (2.5ma delivered), despite the settings confirming the expected 2ma programmed normal mode output current setting. Programming data was received and confirmed that the device was programmed to the expected parameters. On the date of the event, it was noted that three diagnostic tests were performed. A system diagnostics test was performed at 3:15pm, showing ok output status (2ma delivered) and normal functionality. Autostimulation diagnostics were performed at 3:15pm after the system diagnostic test, showing ok output status (2.25ma delivered) as expected based on autostimulation output current settings. At 3:16pm, magnet mode diagnostics were performed showing ok output status (2.5ma delivered), as expected based on the magnet mode settings programmed. It is known that the session report, which was pulled after all three tests were performed, will display the results of the last diagnostic performed; in this case, because the last diagnostic performed prior to creating the session report was the magnet mode diagnostic, the session report displayed ok output status 2.5ma. No settings were changed since the previous visit, and no settings were changed at the visit on the date of the reported event. No anomalies were observed from the programming history data reviewed. No additional, relevant information was received to date.